Event description:
Procedure: lap gastric bypass. According to the reporter: the gastro jejunostomy had uncontrolled bleeding post op, and the patient had to be taken back to the or after a transfusion in the unit. This did not take care of the problem. During the re-op, the surgeon over sewed the entire anastomosis using a 2-0 silk on an sh needle. The bleeding had stopped. As reported by the sales representative, tissue damage and patient injury was reported. Blood loss reported 300cc.

Manufacturer narrative:
Date report sent: 10/13/2009.